Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip malfunctioned when activated.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip malfunctioned when activated. No patient complications have been reported as a result of this event.